Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.572 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory, however a corrected report (< 0.012 ng/ml) was issued for the affected patient sample. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 integrated system. The investigation found no evidence to suggest the result in question was caused by a reagent malfunction. The sample in question was processed in accordance with the tube manufacturer's recommendations. An ocd field engineer cleaned the microwell incubator and replaced the reagent metering proboscis. Following these actions, acceptable vitros trop I es performance was observed. A definitive root cause could not be determined. However, an instrument related event cannot be ruled out as a contributing factor. The root cause of this event is unknown.